Event description:
The customer reported that the instrument jaws could not be re-opened. The surgeon opened another instrument in order to continue the procedure. There was no pt injury. No add¿l details regarding the device or incident were made available.

Manufacturer narrative:
(B)(4). To date the sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow up report will be submitted.